Event description:
It was reported that the device longevity was initially displayed as 14 months remaining, but the device reached elective replacement indicators (eri) after only three months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.